Manufacturer narrative:
Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. According to analysis provided by subject matter expert at manufacturer¿s, the light head is not attached anymore with the fork. It should be noted that the light head has been in service for 15 years. From the picture it can be seen that the part ensuring the connection between the light head and the fork is broken. For this structural section frame to break, the product was likely subjected to an impact or to an excessive load applied to the mechanical stop. The most likely root cause is a misuse. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number ot# (B)(4).

Manufacturer narrative:
Initial reporter: (B)(6). The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. Additional information will be provided following the conclusion of the investigation.

Event description:
Getinge became aware of an issue with one of surgical lights - blueline. Upon inspection, it was found that the headlight is physically damaged, which could lead to the headlight falling off. The issue was confirmed by photographic evidence. There was no injury reported, however we decided to report the issue out of an abundance of caution, as any component falling into the sterile field or during a procedure may cause contamination or injury.